Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified surgery and developed aseptic meningitis after floseal was used. It was reported the event occurred ¿about a month¿ post-operatively. It was reported the floseal was irrigated after the application and a shunt was not needed. No further detail was provided regarding additional treatment or interventions for the event, if hospitalization was required or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.